Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. No moisture damage was found on the electronics and motor noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had electrostatic discharge. The customer stated the battery and battery cap was removed from the insulin pump for 24 hours after. The customer stated the buttons were not sensitive as a result. The customer's blood glucose was normal and did not require medical treatment. The insulin pump will not be returned for analysis.